Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device, and the reported failure phenomenon could be reproduced. There was the evidence of fluids on the top cover and the front panel. There was the evidence of fluids invasion and damage on the internal circuit board of the subject device. Omsc replaced the damaged internal circuit board of the subject device with non-defective circuit board and found the failure phenomenon was resolved. The device history record was reviewed and found no irregularities. As an investigation result, omsc determined the reported failure was caused that the subject device was spilled with fluids accidentally by the user and fluids invaded into the subject device. Consequently, short-circuit occurred on the internal circuit board and the reported failure phenomenon occurred. The cv-290 instruction manual states the corresponding method when fluids are spilled on or into the unit.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a therapeutic endoscopic retrograde cholangiopancreatography with non-olympus choledochoendoscope, the subject device and evis lucera elite xenon light source clv-290 were used. In the procedure, the image on the monitor was black out. The user replaced the subject device and clv-290 with another devices and completed the intended procedure. There was no patient injury reported. It was informed that during the procedure the subject device and clv-290 were splashed with water accidentally.